Manufacturer narrative:
Unit received with low battery alert due to moisture damage on electronic and motor assemblies.

Event description:
The customer reported via phone call that the insulin pump had short battery life. Customer stated they have been getting replace battery now alarm with less than 8 hours after the low battery alert. Blood glucose level at the time of the incident was 150 mg/dl. Customer was assisted with troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.